Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram power on reset occurred (B)(6) 2011 at address 0e dd. Por severity: low. The device should be able to fully recover after the reset. Concurrent radiation therapy may have contributed to event.

Event description:
It was reported that electrical reset occurred to the device due to radiation therapy. Reprogramming of the device and reloading of the lead integrity alert (lia) is required. The device remains in use. No patient complications have been reported as a result of this event.